Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded ¿1-3%¿ for the hazard of staple line leaks¿ wherein psd-v ¿ linear standard/linear thin with gel was utilized during the reinforcement of staple lines for unspecified gastric, inclusive of small bowel procedures. The respondent added " can only recall one case¿. This event likely required surgical intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.